Event description:
It was reported that customer received a no delivery alarm. Customer's blood glucose was 28.9 mmol/l. Insulin pump passed self test. It was also reported that customer had a bent cannula. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.